Event description:
The dr removed the femoral component and tibial prosthesis bearing. Femoral had a crack on the tibial bearing. The dr indicated that the crack in the tibial bearing resulted in the loosening of the femoral component.